Event description:
Drive devilbiss healthcare received notice regarding the incident from the enduser's husband, involving a cane, a product imported and distributed by drive devilbiss healthcare. While using the cane, the handle of the cane broke causing her to allegedly jam her wrist into the stem of the cane. An x-ray was taken which showed that her wrist was fractured. A cast was put on and it will remain in place for at least six weeks. This report is based on the information that was provided by the enduser's husband.